Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer and his mother called to report multiple motor error alarms during priming. The customer stated that the insulin pump had been exposed to an MRI scan previously. Troubleshooting was performed, and the insulin pump passed the displacement test, but failed the prime test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.